Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead had increasing thresholds and the lead was to be repositioned. During the reposition attempt, the helix was difficult to retract and once repositioned, the physician was unable to extend the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.